Event description:
It was reported that (B)(6) 2024 4fr bard PICC inserted in radiology department. (B)(6) 2024 medical and vascular access review escalated by ward staff due to loss of venous aspirate and observed leaking and blood and fluid build up at insertion site of PICC. Vat review observed hole described as horizontal slit in PICC when flushing at the 1cm external mark which was just proximal to the insertion site at the skin. (B)(6) 2024 PICC removed by radiology during rewire to a new 4fr bard PICC. No further incidents reported relating to the replaced PICC. Securement device: statlock. Infusates reported to be administered via device prior to removal: albumin. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (B)(6) 2024 4fr bard PICC inserted in radiology department. (B)(6) 2024 medical and vascular access review escalated by ward staff due to loss of venous aspirate and observed leaking and blood and fluid build up at insertion site of PICC. Vat review observed hole described as horizontal slit in PICC when flushing at the 1cm external mark which was just proximal to the insertion site at the skin. (B)(6) 2024 PICC removed by radiology during rewire to a new 4fr bard PICC. No further incidents reported relating to the replaced PICC. Securement device: statlock. Infusates reported to be administered via device prior to removal: albumin. No other information was provided.